Manufacturer narrative:
The thermogard xp console was returned to the service center in netherlands for evaluation. The reported system error was confirmed during the review of the archive data. The power supply was found to be defective and caused the system error message. After repairing the console, an electrical safety test and functionality test were performed. The console met all specifications. Service center.

Manufacturer narrative:
The zoll console in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during start-up of the thermogard xp ivtm the display screen was black and a burning odor was noticed. The user stated that the odor was coming from the power supply. No error messages or alarms were noted during this event. They were able to switch the patient within 5 minutes to the coolgard system to continue the treatment. No patient adverse effects were reported. No additional information was provided.